Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the original tubing was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. There was no information on the pump type or if there were any alarms during the incident as the staff turned the pump off and then turned it back on. Based on the information provided and without device evaluation, the most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. In addition to equipment set-up, the operative joint capsule may have already been compromised from prior (pre-operative) injury or trauma. Also, incorrect pressure settings or inter-operative compromising of the joint capsule from other instrumentation could lead to such an event. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was originally reported that during an arthroscopic knee lateral meniscectomy, when the case started, the pump increased in pressure. The staff turned the pump off and turned it back on. The tubing set was also switched and the same event occurred. This caused elevated fluid pressures resulting in compartment syndrome of the patient's thigh. Patient admitted to hospital for post-op treatment, including wound care. Patient had additional surgery for irrigation and closure and is now in rehab. Follow-up investigation: from op report and updated incident report: surgeon put the scope into the joint and turned on the water at the scope. The pump immediately went up to elevated pressures (infusing 1200 ml/min. And making noise). With water off and under direct visualization, the surgeon made a medial portal incision and put in the probe. Pump was shut-off for 30 seconds, then turned back on. The water flow was then turned back on and the pump appeared to be acting normally (no noises or elevated pressures). The pump then spiked up again to 1200 ml/min. When the shaver suction was turned on. Water inflow at the scope was shut off again. The tubing was changed and the pump pressure normalized with no noise. Upon completion, the surgeon sucked-out all fluids from the knee then closed the wounds. After the drapes were removed, patient's thigh had quite a bit of swelling especially medially. The surgeon checked for compartment syndrome of the thigh. Patient's right thigh was re-prepped and compartment releases completed. The pump settings were at pre-programmed pressure settings for a knee. The tubing chamber was full of fluid but the bladder inside chamber was collapsed. The orange clip on the tubing sensor was removed prior to the saline bag being spiked. Incident reports provided by facility indicate that the pump gave no alarms.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the original tubing was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. There was no information on the pump type. The incident report provided by the facility indicated that the pump gave no alarms. The staff turned the pump off and then turned it back on. Based on the information provided and without device evaluation, the most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. In addition to equipment set-up, the operative joint capsule may have already been compromised from prior (pre-operative) injury or trauma. Also, incorrect pressure settings or inter-operative compromising of the joint capsule from other instrumentation could lead to such an event. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported that during an arthroscopic knee lateral meniscectomy, when the case started, the pump increased in pressure. The staff turned the pump off and turned it back on. The tubing set was also switched and the same event occurred. This caused elevated fluid pressures resulting in compartment syndrome of the patient's thigh. Patient admitted to hospital for post-op treatment, including wound care. Patient had additional surgery for irrigation and closure and is now in rehab.